Event description:
A patient reported their meter allegedly would prompt message "error 5" occasionally while testing. The result on their meter was 247 mg/dl during the day and when patient would try to test at night would only get an "error 5" message. No treatment reported. No further information has been reported.